Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component to the femoral bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2015, and then experienced a revision surgical procedure on (B)(6) 2023, approximately 8 years, 7 months after initial implant. Revision operative report of (B)(6) 2023 - aseptic revision left total knee/ mechanical loosening of internal left knee prosthetic joint. Patient was revised to competitor¿s devices. Patient had significant periprosthetic osteolysis and aseptic loosening with associated pain. Patient had severe reactive synovitis and joint effusion consistent with polyethylene wear and component loosening. On inspection the femoral component was not grossly loose, it was removed. The tibial component was well fixed, it was removed. Patient was transferred to the recovery room in stable condition. The devices were not returned, there are no images provided. There is no other information available.

Manufacturer narrative:
H10. Pending investigation. There is no other information provided.